Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the battery compartment was cracked. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2017 with the following findings: there was visible moisture corrosion in the battery compartment. The battery compartment was cracked near the top left corner of the grip pad. Investigators performed a leak test which failed due to the battery compartment crack. The pump was opened and no moisture was found inside the pump.